Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer reported that the tubing alarming high pressure and occluded when running through alaris pump -flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model # 2202-0007 and lot number # 22036221 was performed. The search showed that a total of 15,363 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: tubing reading high pressure when in pump. Tubing alarming high pressure and occluded when running through alaris pump.